Event description:
It was reported that the patient heard beeping tones from the device. Upon review, a red alert was found indicating high shock impedances out of range on this right ventricular (rv) lead. The field representative will discuss next steps with the physician. This rv lead remains in service. No adverse patient effects were reported.